Manufacturer narrative:
The patient deaths referenced will be filed under a separate medwatch report #. The additional xience v and absorb devices referenced are being filed under separate medwatch report numbers. The device will not be returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The UDI is unknown as the part and lot numbers were not provided. Article title: absorb bioresorbable vascular scaffold versus everolimus-eluting metallic stent in st-segment elevation myocardial infarction: 1-year results of a propensity score matching comparison.

Event description:
It was reported through a research article identifying absorb, xience v, and multilink that may be related to the following: patient death, myocardial infarction, thrombosis, revascularization, and rehospitalization. This article summarizes clinical outcomes of 870 patients that were treated with absorb scaffolds, xience v, and multilink stents. Specific patient information is documented as unknown. Details are listed in the article, titled "absorb bioresorbable vascular scaffold versus everolimus-eluting metallic stent in st-segment elevation myocardial infarction: 1-year results of a propensity score matching comparison."

Manufacturer narrative:
B3, d6: dates estimated. B5: the patient deaths referenced in b5 will be filed under a separate medwatch report #. B5: the additional xience v and absorb devices referenced in b5 are being filed under separate medwatch report numbers. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction and thrombosis as listed in the multi-link vision rapid exchange (rx) and over the wire (otw) coronary stent systems (css), international, instructions for use are known patient effects that may be associated with coronary stenting procedures. A conclusive cause for the reported thrombosis and myocardial infarction and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Article title: absorb bioresorbable vascular scaffold versus everolimus-eluting metallic stent in st-segment elevation myocardial infarction: 1-year results of a propensity score matching comparison.